Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. A review of the device history record has been completed. No deviations or non-conformances noted. The events of hematoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma, seroma-late, and patient's concern with product.

Event description:
Patient reported left side "breast pain," "breast fluid," hematoma and removal due to "concern with the product." The device has been explanted.

Event description:
Patient reported "breast pain," "hematoma," "breast fluid" and concern about the left side device. Device was explanted. Patient reported double capsule.